Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient complained of left side radicular pain after the initial procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. No other hardware or bone graft was added. The patient's radicular pain symptoms resolved following the revision procedure.